Event description:
It was reported that on (B)(6) 2024, the surgeon impacted a tibial nail and tried to remove 2.5mm guide wire, but the ball stuck. Malleted out wire attached to t handle chuck, but it didn¿t budge. Had to remove nail, and the peek inlay had shifted up. Removed a small bone chunk and had to make new holes in peek inlay. Peek was moved with scissors and drilled through outside of patient. Made sure a wire could pass through before reinserting. The surgery was delayed by 20 minutes and was completed successfully. Fragments were generated and were easily removed without requiring additional intervention. There was no impact to the stability of the implant once inserted, and the size of the bone chunk that was removed was reported to be ¿quite small¿. The surgeon was satisfied with the outcome, and the patient was reported to be following normal postoperative care. There was no adverse consequence to the patient. This report involves one unk - guide/compression/k-wires: trauma. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown guide/compression/k-wires: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.